Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic esophagectomy procedure. During vessel resection, the device was unable to fire. The handle could not be squeezed. A new reload was used to complete the case. No patient injury has been noted.